Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing low blood glucose readings and the drive support cap was noted to be inside. Customer stated that both sides of the drive support cap are not even to her. Customer's blood glucose reading at the time of the call was 4.1 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.